Manufacturer narrative:
Lot number: a lot number, 7080575, was provided however it is unknown what the catalog number is. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: a review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle, needle breaks off during use pe), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. No samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified bd pen needle had the cannula break off. The patient sought medical intervention to have the needle removed. The following information was provided by the initial reporter: "the patient received long-term insulin injections twice a day, and 12 units of wintertime insulin were subcutaneously injected. The insulin and needles were opened on may 26 in our hospital. On the afternoon of june 20, when the patient injected insulin at home, it was found that the needle broke and remained in the subcutaneous tissue when the needle was pulled out after routine injection. Patients came to social health for help and questioned the quality of our needles. Doctors on duty treated them surgically. After disinfection, the needle was pulled out with hemostatic forceps."